Manufacturer narrative:
The field service engineer (fse) observed the cap piercer waste line was not vacuuming properly. The fse flushed the line with hot water and bleach and verified the repairs. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. (B)(4).

Event description:
The customer reported a small amount of water was on top of a sample tube as the rack was being unloaded from the unicel dxc 600i synchron access clinical system. The customer noted the water was contained within the instrument and coming from the closed tube aliquotter (cts). The customer was advised to turn off the cap piercer and remove the caps. The operator was wearing protective gloves and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. No erroneous results were generated. The customer indicated quality control (qc) had been within specification. The laboratory has an exposure control/risk management plan in place. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.